Event description:
It was reported that the pump has stopped all insulin delivery. Although the customer did not feel that blood glucose level had been impacted by the issue, it was reported that the customer's blood glucose level was slightly high. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.